Manufacturer narrative:
Product ID 8709sc lot# n177789002, implanted: 2009 (B)(6); product type catheter. (B)(4).

Event description:
It was further reported that the patient and family saw the surgeon on (B)(6) 2013. The family was nervous due to the age of the physician. It was now noted that the catheter was not going to be replaced unless it absolutely needed to be. The reporter stated that if the pump would not have been on the recall list there would have been two more years left on the pump which would have given the surgeon time to get more experience or for the hospital to find a neurosurgeon. The surgeon doing the surgery was an orthopedic surgeon. It was further reported that there was ¿no event¿ per the physician. The family wanted the pump analyzed to make sure it functioned properly. The pump was removed to avoid in-vivo battery depletion. Further, per the physician there were no problems with the efficacy of the intrathecal baclofen therapy. The patient recently responded to an increase in the daily dosage. At the pump replacement the cerebral spinal flow was good from the catheter. The patient¿s family was apprehensive after reading about pump ¿recalls¿ on line and thought, per physician, that the patient¿s pump had ¿slowed¿ down. The physician stated there was no reason to think the pump was not functioning optimally.

Event description:
It was reported that the patient¿s pump should have 25 months left on the battery. However, it was reported to be malfunctioning and running slow. The patient¿s family reported they were being proactive and having the device replaced before it ¿quits completely.¿ the replacement was scheduled for (B)(6) 2013. This device system delivered baclofen. It was further reported at a refill the patient¿s family was informed the device was part of a recall. At the replacement scheduled for (B)(6) 2013 the catheter was also to be replaced as it had been implanted since 2009 and repaired at one time.. Further specified, the patient¿s pump was refilled every month and a half and the last two refills there was an extra 1.5 cc left in the reservoir. The first time there was ¿too much medication left¿ was in (B)(6). The pump had worked ¿fine¿ prior to this. Reportedly, the patient¿s medication was ¿upped¿ a month and a half ago to make up for the pump ¿slowing down.¿ additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Analysis of the pump (B)(4) revealed no anomaly found.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the date of onset of the event was (B)(6) 2013. The patient had experienced a small increase in tone and clonus. No battery issue had been found. During the refill the actual residual volume (arv) was 7.5ml while the expected residual volume (erv) was 6.1ml. The device system had delivered lioresal 2000mcg/ml at 1267.8mcg/day. The patient was currently doing well and the therapy adequately controlled the patients tone.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.